Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the loop electrode broke (none fell out of the body). The issue occurred during a therapeutic transurethral resection of the bladder tumor surgery. The procedure was competed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found the electrodes had melted. Based on the results of the investigation, it is likely that the following led to the malfunction: the loop at the distal end of the electrode wears out during use and can break, burn or melt when the loop electrode and other metal parts (such as the sheath and optical viewing tube) come into contact with each other during output, and melting due to the heat generated at that time. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: caution 1: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.